Manufacturer narrative:
Data logs from consoles reportedly involved in the complaint were analyzed and confirmed the timeline, however we were unable to identify the events referring to alleged shutdown and/or pump stop. Console ic2608 was identified as the one used for transport, and no issues occurred there. Console ic6244 did not shut down unexpectedly, neither any of the pumps (419235, 420216) used on it since (B)(6) 2023 stopped unexpectedly. Logs from ic6244 revealed isolated instances of temporary loss of placement signal (a known failure mode ¿transient loss of optical data¿, for which there¿s no repair required as issue self-resolves), and few manual pump stops and restarts (presumably as mitigation to suction alarms) towards the end of support with pump 419235. (B)(6) hospital, no pump stops, no shutdowns, no power or battery issues. Field troubleshooting was reportedly performed: ¿after hearing of issue, I checked all consoles on site. Unplugged them all from the wall (including 6244), turned them on for approximately 15 minutes, and battery charge on all consoles read 100% with green battery in upper right corner.¿ these actions were confirmed, via available cloud log data, to have been conducted on (B)(6) 2023 on consoles belonging to the same account: ic1614, ic6244, and ic4751 (there were no logs available for ic1574 and ic9658). Troubleshooting of console ic6244 performed in danvers did not reveal any irregularities, and during long-term testing with a known-good pump the console operated within specification. There were no unexpected pump stops or shutdowns or issues with aic power. It is possible that either the reported issue occurred on yet another console (which we were unable to identify) or the actual issue (temporary loss of placement signal) was misreported. Repair: perform functional check of the console.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a console shut down while the patient was in transit to the ICU. Staff plugged console into wall, restart impella, temporarily recharged battery, and finished transport. Patient remained on support for several days on same console without further incident. There was no harm to the patient.